Event description:
The user facility reported a 74-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During implant, the impella sheath was found to have kinked and wires were no longer able to pass. A new long peel away sheath was placed slowly without issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues- use has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical information provided, the long peel away introducer sheath was inserted and kinked due to tortuous vessels with wire unable to pass. Second long introducer sheath placed slowly over same access and pump placed successfully. The cause of the introducer damage issue was introducer sheath kink due to tortuous vessel condition during insertion. The failure mode will be monitored and trended.